Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used to fire across the bowel. The gun fired on both the first and second squeeze of the firing trigger but locked out and would not fire for the third time to complete the staple line. The safety lever had to be used to return the knife blade leaving a partially fired staple line. The device was being fired across bowel and a blue cartridge was in use. It was the first time the gun had been used during that procedure. The surgeon had commented that 'the staples only seemed to appear on one side of the bowel'. A circular was used on the same patient during the same procedure and was fired by the registrar. The gun closed ok and when they fired it they heard the crunch. However, they could not get the gun out, after turning it 3/4 turn they struggled and when they eventually did there was only one donut. It appeared that the device had stapled but not cut. The surgeon ended up performing a hartmans pouch procedure and the patient will most likely have a permanent colostomy. The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.